Event description:
It was reported that a malfunction occurred on the customer's pump. There was no reported adverse impact to the customer's blood glucose level. The customer was instructed by technical support to continue using the pump and to call back if the malfunction code recurred, which it did not after resetting. The caller acknowledged and understood the instructions.